Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The tip thermocouple (tct) read as an open circuit during electrical testing, consistent with the reported event. The open circuit was isolated to the distal shaft. Electrode 1 met specifications during electrical testing with no open or short circuits detected. In addition, no anomalies were noted at the catheter distal tip. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the open circuit on tct and the reported impedance issue remains unknown.

Event description:
During the premature ventricular contractions procedure, there was a delay due to a recognition issue. When mapping, the catheter was visualized on the ensite mapping system and showing force, but the generator had an error message saying, "catheter not connected" and no impedance was displayed. All the catheter connections were reseated, the generator was power cycled multiple times, the tactisys was power cycled, the catheter cable from the tactisys to generator was changed, the fiber optics were checked, and the tactisys was changed with no resolution. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.